Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) - we received performance data collected from the device and have analyzed the data. The review found no anomalies. The device was returned and analysis found no anomalies. However, it was noted that the set screw was in the connector bore.

Event description:
It was reported that at the implant procedure, the physician mistakenly put a df1 pin plug into the right atrial connector. The pin was removed with much difficulty but then it was impossible to insert the is1 plug. The device was not implanted and another lead was used. No patient complications have been reported as a result of this event.